Event description:
It was reported that during a percutaneous peripheral intervention a balloon rupture occurred. The vascular access site was obtained via the right femoral artery. The 100% stenosed lesion was located in a moderately tortuous and moderately calcified left femoral artery. A non bsc 6fr sheath was used. The lesion was predilated with a coyote es 1.5mm balloon. A coyote es mr 2.5mm x 20mm x 144cm was then inflated and on the first inflation was inflated to six atmospheres. On the second inflation the balloon was inflated to ten atmospheres and ruptured. The procedure was completed with a 3x40mm and 4x40mm coyote balloons, deployment of a 6x80mm non bsc stent and post dilatation with a 5x80mm non bsc balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).